Manufacturer narrative:
H.3., h.6.: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that suction was lost, during laser ablation and patient interface was unable to detect, patient eye side was unknown, during lasik surgery. There are multiple related reports for this facility. This specific report addresses unknown patient's with unknown eye, and additional reports from other manufacturers will be filed.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Further information and logfiles are requested, but not received. No sample evaluation is required even if the sample is returned as the root cause has been identified. No technical root cause could be identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by pressing the vacuum foot pedal. The manufacturer internal reference number is: (B)(4).